Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient in clinic for an appointment on (B)(6) 2018. The patient's right ventricular lead exhibited noise, which caused a false ventricular fibrillation episode. No therapy was delivered. The noise was reproducible with isometrics. Imaging was performed, but did not note any lead anomalies. Tachycardia testing was disabled and the patient was fitted with a life vest until lead revision would be performed. On (B)(6) 2018, the lead was capped and replaced. The patient was stable before, during, and after the procedure.